Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00107 and 1225714-2016-00108. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced metabolic alkalosis, cardiac arrest, and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatments received approximately within an eighteen month period.